Event description:
On march 8, 2007 the lay patient's wife contacted lifescan (lfs) from a phone booth alleging that, the patient's in duo meter was not working anymore; the meter does not turn on. The wife said, the meter stopped working 2 to 3 weeks ago. She claimed her husband changed the meter battery; however, she refused to check whether the battery was correct or properly inserted. The wife said, the patient had been going to the hospital twice a day (morning and night) to have his glucose measured and to receive his insulin injection. Specific information regarding the patient's insulin regimen was not provided. The patient apparently experienced dizziness and nausea at an unspecified time and date and received treatment with insulin. However, the wife did not know blood glucose readings obtained on the other device at the time of concern. Furthermore, no blood glucose readings obtained over the previous 2 to 3 weeks during the patient's daily hospital visits were provided. Lfs sent a letter to the patient, since no currently operating phone contact number was provided. As of march 13, 2007 lfs canada had not obtained additional information from the patient. The lfs customer service representative noted that the wife was unwilling to complete troubleshooting over the phone on march 8, 2007. The meter was replaced via rush mail. The complaint is reported because, the reporter alleges the meter did not turn on and the patient later experienced symptoms that suggested hyperglycemia and was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but had not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.